Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without any issue. Prior to identifying the issue described in (B)(4), complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in (B)(4) was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The correct recall number was updated in this report.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, but the device investigation has yet not begun. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The bipap a40 pro (eex3100s19) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.